Event description:
A customer reported that an adverse reaction occurred during use of a xenium 150 dialyzer. The lot number is not known. This dialyzer was a single use and was used as a dry pack. The dialyser was primed with 1500ml of saline as it was put onto the gambro phoenix machine. As of 2007, the facility is using 1500ml of saline to prime. The machine was in recirculation for approx 10 mins prior to pt connection. The pt was given a heparin bolus of 1500 units of baxter heparin and 1000 units hourly. There was no post weight recorded as the pt went to the ER. Immediately at the start of dialysis, the pt was initially hypertensive as this is her primary disease. The pt remained hypertensive. The pt had a "felling of warmth," complained of feeling like she was "going to pass out," her tongue felt swollen, and she was short of breath. The pt felt her "heart pounding". Dialysis was discontinued. The pt was placed in trendelenburg position. The pt was given 7l of oxygen (nasal canula). The pt was given 700ml of normal saline. The pt started to vomit. The pt felt that her cheeks, lips, tongue adn throat were numb and felt swollen. The facility staff visually confirmed the reported swelling. The pt's skin was cool. Twelve mins later the pt was given 50mg of benadryl by intra-venous (IV). Two mins later, the pt's heart rate was 125 and the blood pressure was 228/166. The pt complained of swelling in the right eye. Eleven mins later the pt was given 100mg of solu cortex by IV. The pt continued to have all symptoms. Ten mins later the pt was taken (by ambulance) to americare hospital. A blood sample was taken on the day before from this pt for a culture. The result showed no growth. This pt is the same pt. No other info available at this time.

Manufacturer narrative:
The actual sample is available for eval, but has not been evaluated yet. However, the manufacturing facility, (nipro corporation) has been made aware of this report and an investigation was requested. Baxter is monitoring issues like this. Should significant info becomes available, a follow up report will be submitted.